Event description:
The rptr noted: "during a revision surgery (of a previously failed ankle fusion), the panta support device was attached to the nail as per surgical technique. The surgeon unintentionally had the device upside down as it was introduced into the medullary canal over the guide wire which was left in-situ. The surgeon felt resistance and impacted the base of device with a mallet. The surgeon hadn't realized the device was under the resistance as the l shape part where the calcaneal screws are placed was hard up - against the sole of the foot and as the device was being impacted the device broke at the nail connection at base where the metal meets plastic. The surgeon was able to hold the 2 broken pieces together and complete the operation successfully. The outcome of the surgery was satisfactory and no complications occurred because the failure of the support device."

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.